Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, during an unknown procedure for proximal femoral fracture using the trochanteric fixation nail-advanced (tfna) system, the tfna end cap would not slide over an unknown guide wire. After the proximal and distal areas of the unknown nail were fixed, the surgeon tried to insert an end cap over a guide wire using an unknown screwdriver. However, the end cap could not be slid over the guide wire. The guide was changed to another one, but the same problem occurred. Another end cap was then used. It was smoothly slid over the guide wire but could be inserted into the nail. According to the surgeon, it was confirmed that the diameter of the inner hole of the first end cap was different from the second end cap. The surgery was completed within a 30-minute delay. There was no adverse consequence to the patient. Concomitant devices reported: unknown tfna nail (part #: unknown, lot #: unknown, quantity: 1); unknown guide wire (part #: unknown, lot #: unknown, quantity: 2); unknown screwdriver (part #: unknown, lot #: unknown, quantity: 1); this report is for one (1) 8mm ti curved radial stem 44mm-sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. During this investigation, the dimension of the end cap which is relevant for the complaint condition was measured and has failed through the go/ no go gage. In addition, there are strong burrs that most probably caused the fail. These damage (burrs) are on the edge and can be attributed to a post-use due to the color from anodizing has been removed as part of this damage. From the manufacturing point of view, the edge has been damaged with an object at the beginning of the cannulation. Thus, during this investigation, the gage has been pinned down. However, during the manufacturing process the end cap was checked in a final inspection after anodizing and before packaging and there was no issue detected. Based on the investigation results this complaint is rated as confirmed since the end cap has failed its functional test through a go/no go gage. However, from the manufacturing point of view this complaint is rated as no valid due to there are damages (burrs) in the end cap received. Because of these damages the color has been removed, which from the manufacturing point of view this has been caused out of the manufacturing process. There were inspections documented in the DHR (16218556) -including 100 percent inspection of the color-. Thus, a manufacturing issue has been excluded; therefore, no additional actions have been required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot part: 04.038.000s lot: l918992 manufacturing site: bettlach release to warehouse date: 03.aug.2018 expiry date: 01.jul.2028 the device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.